Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that there was a history/settings issue. The reporter stated that the user blood glucose (bg) readings were at or below 70 mg/dl; however, the readings did not reach below 40 mg/dl. There were no reported symptoms associated with hypoglycemia, nor was there a report of assistance by a third party, loss of consciousness, or seizure. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-dec-2018 with the following findings: the recorded total daily doses of insulin added up correctly and reflected the programmed basal rates. No activity outside of normal use was observed. The battery compartment and cap were undamaged. The pump passed a delivery accuracy test and was found to be delivering within range. The alleged issue could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.